Event description:
It was reported that pump displayed malfunction alarm with code 9, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided reset instructions and assisted with pump reset process, but full confirmation of outcome was not available because customer did not have charging pad at time of call and planned to complete reset later.